Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with a driveline fault alarm. The driveline fault alarm was cleared but reappeared with small manipulation of the driveline. Significant twisting of the driveline was noted. Log file analysis captured a driveline fault alarm on (B)(6) 2021 at 19:14. X-rays of the internal driveline appeared unremarkable, suggesting that the external portion was the area of interest. The entire portion of the external driveline was replaced with no issues on (B)(6) 2021 and the driveline faults did not return post repair.

Event description:
Related manufacturer reference number: 2916596-2022-00290

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed external wire damage that could have contributed to the reported driveline fault alarms captured in the submitted log file. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 16¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and found that the yellow wire produced an open circuit. All remaining wires passed continuity testing. Visual inspection of the wires revealed no obvious evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. Additional testing of the driveline was performed. Each wire was forcibly tugged on to reveal partial or total fractures of the conductors. The outer insulation of the yellow wire was intact, but manipulation caused the insulation of the wire to elongate and breakdown approximately 8¿ from the metal connector, indicating that the inner conductors had fractured. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and twisting of the driveline. The insulation and the underlying conductors of the remaining wires appeared to be completely intact. The hmii left ventricular assist system (lvas) operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the fractured yellow wire to its redundant motor phase wire, the fractured inner conductors of the wire would have resulted in the reported driveline fault alarms. Incidental findings: cosmetic damage to the outer silicone jacket of the returned external driveline was observed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31jul2015. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.